Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1016653. Medical device expiration date: 31-jan-2026. Device manufacture date: 16-jan-2021. Medical device lot #: 1144160. Medical device expiration date: 30-jun-2026. Device manufacture date: 24-may-2021. Medical device lot #: 1242719. Medical device expiration date: 30-sep-2026. Device manufacture date: 30-aug-2021.

Event description:
It was reported that 200 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle had transparent liquid inside the syringes and when a plunger was pressed the liquid come out. The following information was provided by the initial reporter, translated from korean to english: the customer stated that she found unknown transparent liquid inside the syringes and when a plunger was pressed the liquid come out.

Event description:
It was reported that 200 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle had transparent liquid inside the syringes and when a plunger was pressed the liquid come out. The following information was provided by the initial reporter, translated from korean to english: the customer stated that she found unknown transparent liquid inside the syringes and when a plunger was pressed the liquid come out.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo and video provided. The customer returned a video of the 31gx6mm bd insulin syringes from lot# 1016653. The customer reported that she found unknown transparent liquid inside the syringes and when a plunger was pressed the liquid come out. The video was examined, and it was observed that a transparent material was present inside the syringe barrel. No defects regarding the position of the plunger rods could be determined from the video provided. A review of the device history record was completed for batch# 1016653. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the video received (fm) a definitive root-cause could not be determined.